Event description:
Omniguide laser was tested before patient entered room and had initially passed. Upon using it during the procedure, a warning announcement was made by the machine stating "low helium tank levels." The tank was replaced with new fully loaded helium tank. However, a new warning sign was announced by machine stating "high pressure flow" and the laser was unable to be used. No harm was done to the patient.